Event description:
The manufacturer received information alleging a ventilator service required condition occurred. The device was replaced at the customer site. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's oxygen blending module board was replaced to address the issue. After the part was replaced on the device, the final and run-in tests, and the battery and valve checks were performed on the device. The device was found operational and a cleaning on the device was performed.